Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. The device was received with battery voltage at end of service (eos) level. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further battery assessment at various pulse amplitudes found current levels normal range and no indication of premature battery depletion or battery problem was noted. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. The device was explanted and successfully replaced. The patient was stable and asymptomatic.